Event description:
On 02/20/2024, infutronix received a report that an IV administration set had a "luer lock issue - leaking issue discovered' causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment.

Manufacturer narrative:
No investigation of the device can be carried out because the IV administration set was discarded.